Event description:
The customer contacted beckman coulter to report that approximately 1 cup of what appears to be a diluent leaked from under the coulter lh 750 hematology analyzer onto the counter. The analyzer generated backwash tank not full errors. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer.there is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found solenoid 61 non-functional causing the tubing at pinch valve (pv61) to pop off. The fse replaced the solenoid 61 and pv61 resolving the leak. The fse completed service by powering down the analyzer, drying components, rebooting the system, performing a startup, running latron and quality control (qc). Failure mode of the leak was related to solenoid 61 not actuating. However, the analyzer generated backwash tank not full errors alerting the customer of an instrument problem. (B)(4).